Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer has been experiencing low and high when using the insulin pump. The customer has been in the hospital for a heart condition and short term memory. Customer's mother stated the customer had low blood glucose and was going to the refrigerator and he collapsed, and ended up in the hospital due to his ankle, as it might have been broken. Customer's blood glucose was in the mid 200 mg/dl. Customer's mother then went on to state it was not broken but it was sprained. She declined troubleshooting for the insulin pump and is not returning it for analysis.